Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non-sustaining right ventricular over-sensing episodes due to post-paced t-wave over-sensing. Programming changes were made. The patient was in stable condition.